Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted from 100% to 30% and the pump felt hot to touch. There was no impact to the customer's blood glucose level. Review for the pump data logs by tandem technical support was unable to confirm the reported temperature issue. Reportedly the customer would continue to use the pump for insulin therapy.